Event description:
#28 eea stapler was used for colon anastomosis. Procedure went well until it was time to remove stapler, as there was resistance. Doctor was guiding surgical technician as to how the device should exit the rectum. Using minor twisting and pulling the technician attempted to remove the stapler again. The stapler was removed this time, but the anvil was missing. The doctor could feel the anvil in the colon. A colotomy was made and the anvil was removed. The colotomy was closed. The patient was then checked for a leak. There was evidence of a leak. On inspection of the anastomosis, a discovery of a serosal tear to the posterior colon just distal to the anastomosis was present. The doctor decided to perform a diverting ileostomy and jackson pratt drain placement.